Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the valve was loaded into the delive ry catheter system (dcs) and inspection of the valve load was confirmed to be good. A pre-implant balloon aortic valvuloplasty was performed with a 20mm non-medtronic (true) balloon. The dcs was inserted into the patient and was advanced without issue. During the first deployment attempt, at 80% deployed an infold was noted and the valve frame did not expand as expected. Subsequently, the valve was recaptured and the dcs was withdrawn from the patient. A new valve was loaded without issue and implanted. At the end of the case, a dissection was noted in the right femoral artery; stents were placed to treat the dissection. The cause of the dissection was not reported. No additional adverse patient effects were reported. Additional information was received that per the physician, the dissection could have been caused by either the delivery catheter system (dcs) or the perclose as there was difficulties placing it. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device in a heart valve return kit filled in 0.2% glutaraldehyde solution at medtronic¿s quality laboratory, visual analysis showed the valve was discolored with evidence of blood contact. All leaflets were flexible with signs of creases. As received, leaflet 1 and 2 were in the closed position while leaflet 3 appeared partially open. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. T he valve was then fully deployed; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty (bav) was performed and the load was confirmed visually, tactilely, and via fluoroscopy. Nothing of note in terms of patient anatomy was reported to have contributed to the infold. Per the IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.